Event description:
Additional information received on (B)(6) 2019: the sales rep met with the doctor. This problem was not caused by the product. According to the doctor, he applied excessive force to the device and it caused the basket problem. No more investigation is required. The two devices(lot 9228457 or 9184483) will not be returned because the doctor does not require further investigation.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. The complaint device was not returned for an evaluation. No photograph was provided for review. A search of the north american distribution center (nadc) database shows that all devices from lots 9228457 and 9184483 have been shipped. No similar product from either lot is available for investigation. A document based investigation was conducted including a review of complaint history, the device history records, instructions for use, manufacturing instructions, and quality control data. A review of the device history record for lot # 9228457 found there were no non-conformances related to the reported failure mode. A review of the device history record for lot # 9184483 found there were no non-conformances. A review of complaint history records revealed no other complaints have been associated with either device lot number 9228457 or 9184483. The instructions for use (IFU) states the following in consideration of the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was not returned. Additional information provided by the user indicated the device was inadvertently damaged during use, preventing the basket from opening / closing properly. The investigation conclusion is cause traced to user; unintended use error caused or contributed to event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a transurethral lithotripsy (tul) procedure the ncircle tipless stone extractor basket would not open/close well. Another ncircle tipless stone extractor was used instead to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Additional patient and event details have been requested.